Event description:
Rptr heard that FDA should be answerable for ensuring that the FDA-regulated products are safe, effective and correctly labeled and also responsible for replying and solving some problems of the products regulated and approved by FDA. Rptr would like to know if product was correctly tested and really regulated by FDA and has been mfg, abiding by FDA's rigid criteria. Rptr has been using the products (condoms) produced by unidus for fear of spouse is having 5th unwanted and unexpected baby. But, recently, rptr found some critical defects in the 2 unused condoms of one of some 5-condom-packed boxes they have. Rptr was so shocked to imagine that they would be another baby's parent. Rptr sent one of the 2 condoms to unidus, and for a later use, has the other in their hands as evidence now. Rptr asked unidus so many times to check if there might be some problems in them and to, if so, take proper action. But, there was not any reply from unidus and they are always saying that the products are perfectly safe and have no problem, because the condoms they are mfg are regulated and approved by FDA. FDA is their only excuse. They have been turning a deaf ear to rptr. That is why rptr is so furious with unidus now. Rptr is thinking of a lot of ways to solve this problem. Petition to FDA, consumer protection board, or some other consumers' protection organizations and uploading some protesting writings on the unidus website and so on are among them.